Event description:
Customer reported that a pt was returned to surgery for an exploratory lap due to a suspected incarcerated hernia approximately one week following initial hernia repair. The physician noted during this procedure that several interrupted sutures from the hernia repair appeared broken. Sutures were removed and sent to pathology.

Manufacturer narrative:
H-6 conclusion code 100: two returned, knotted, explanted blue monofilament sutures were examined under a stereomicroscope at 10-40x. One returned, knotted explant also had four cut ends. The other returned, knotted explant also had four cut ends, but the knot was partially undone. It could not be determined if the knot had slipped prior to explantation, during explantation, or after explantation. H-6 conclusion code 78: no device failure noted. No breakages were observed on the two returned explanted samples provided.